Event description:
The customer reported that a piece of the blue jaw fell into the pt cavity while the surgeon was trying to advance the knife blade. The material was retrieved and there was no pt injury. A second device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.